Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that during lap nissan procedure, the ligasure hand piece worked at first, but then stopped sealing completely even though an end tone, indicating a completed seal cycle, was heard. Bleeding occurred when they cut after they heard the end tone. After several tries and the same thing happening, they switched to a second ls1037 and used it. The same thing occurred. They, then switched to a second forcetriad and connected the second ls1037 to it. They again had the same trouble sealing, getting an end tone, but no seal. Because of the bleeding, they converted to an open procedure and completed. The pt is ok and no transfusion was necessary. The site was unable to maintain identity of the first versus the 2nd ls1037 and forcetriads.